Manufacturer narrative:
The sodium electrode lot number and expiration date were requested, but not provided. The field service engineer found a defective vacuum tube on the rinse unit. The issue was corrected. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the sodium electrode on a cobas 6000 c501 module. The first sample initially resulted in a sodium value of 164 mmol/l. The sample was repeated on a second analyzer, resulting in a value of 145 mmol/l. The second sample initially resulted in a sodium value of 168 mmol/l. The sample was repeated on a second analyzer, resulting in a value of 138 mmol/l.